Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain") and device dislocation ("devices were noted to be located in the pelvis") in a 45-year-old female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower quadrant abdominal pain"), urinary tract infection ("uti"), menorrhagia ("menorrhagia/menses getting heavier for the past six to eight months") and adnexa uteri cyst ("right adnexal cyst"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), fatigue ("extreme fatigue"), anaemia ("anemia"), migraine ("migraines"), back pain ("low back pain"), menometrorrhagia ("menometrorrhagia"), uterine leiomyoma ("ovarian and an enlarged uterus ¿suggesting fibroids"), dysuria ("dysuria"), haematuria ("gross hematuria"), cervical cyst ("nabothian cyst in the cervix") and pelvic discomfort ("pelvic pressure"). The patient was treated with surgery (complete vaginal hysterectomy and total abdominal hysterectomy with bilateral salpingectomy) and surgery (complete vaginal hysterectomy and total abdominal hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, dyspareunia, fatigue, anaemia, migraine, back pain, menometrorrhagia, abdominal pain lower, urinary tract infection, menorrhagia, adnexa uteri cyst, uterine leiomyoma, abdominal pain, dysuria, haematuria, cervical cyst and pelvic discomfort had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, anaemia, back pain, cervical cyst, device dislocation, dyspareunia, dysuria, fatigue, haematuria, menometrorrhagia, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection and uterine leiomyoma to be related to essure. Diagnostic results: on (B)(6) 2013, CT scans with and without contrast of plaintiff abdomen and pelvis were performed. The CT scan showed a right adnexal cyst, likely ovarian and an enlarged uterus ¿suggesting fibroids.¿ the essure devices were noted to be located in the pelvis. *on (B)(6) 2013, in response to the CT scan results, plaintiff underwent an ultrasound of her pelvis. The ultrasound revealed that the pelvis was diffusely enlarged with bulky uterine fibroid. It was also noted that the essure implant was noted in the right uterine cornua region and that it may have migrated proximally from the right fallopian tube and no longer be functional. * the MRI of her pelvis showed a fibroid uterus. Bilateral essure devices were noted on MRI. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain") and device dislocation ("devices were noted to be located in the pelvis") in a 45-year-old female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower quadrant abdominal pain"), urinary tract infection ("uti"), menorrhagia ("menorrhagia/menses getting heavier for the past six to eight months") and adnexa uteri cyst ("right adnexal cyst"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), fatigue ("extreme fatigue"), anaemia ("anemia"), migraine ("migraines"), back pain ("low back pain"), menometrorrhagia ("menometrorrhagia"), uterine leiomyoma ("ovarian and an enlarged uterus ¿suggesting fibroids"), dysuria ("dysuria"), haematuria ("gross hematuria"), cervical cyst ("nabothian cyst in the cervix") and pelvic discomfort ("pelvic pressure"). The patient was treated with surgery (complete vaginal hysterectomy and total abdominal hysterectomy with bilateral salpingectomy) and surgery (complete vaginal hysterectomy and total abdominal hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, dyspareunia, fatigue, anaemia, migraine, back pain, menometrorrhagia, abdominal pain lower, urinary tract infection, menorrhagia, adnexa uteri cyst, uterine leiomyoma, abdominal pain, dysuria, haematuria, cervical cyst and pelvic discomfort had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, anaemia, back pain, cervical cyst, device dislocation, dyspareunia, dysuria, fatigue, haematuria, menometrorrhagia, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection and uterine leiomyoma to be related to essure. Diagnostic results: on (B)(6) 2013, and (B)(6) 2013, CT scans with and without contrast of plaintiff abdomen and pelvis were performed. The CT scan showed a right adnexal cyst, likely ovarian and an enlarged uterus ¿suggesting fibroids.¿ the essure devices were noted to be located in the pelvis. *on (B)(6) 2013, in response to the CT scan results, plaintiff underwent an ultrasound of her pelvis. The ultrasound revealed that the pelvis was diffusely enlarged with bulky uterine fibroid. It was also noted that the essure implant was noted in the right uterine cornua region and that it may have migrated proximally from the right fallopian tube and no longer be functional. * the MRI of her pelvis showed a fibroid uterus. Bilateral essure devices were noted on MRI. Most recent follow-up information incorporated above includes: on 21-aug-2018: summons received. Event added from summons- abdominal pain, dysuria, gross hematuria, pelvic pressure and nabothian cyst in the cervix. Event onset date were updated. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pelvic pain/pain') and device dislocation ('devices were noted to be located in the pelvis/migration') in a 45-year-old female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 3 years after insertion of essure. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower quadrant abdominal pain"), urinary tract infection ("uti"), menorrhagia ("menorrhagia/menses getting heavier for the past six to eight months") and adnexa uteri cyst ("right adnexal cyst"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), fatigue ("extreme fatigue"), anaemia ("anemia"), migraine ("migraines"), back pain ("low back pain"), menometrorrhagia ("menometrorrhagia"), dysuria ("dysuria"), haematuria ("gross hematuria"), cervical cyst ("nabothian cyst in the cervix"), pelvic discomfort ("pelvic pressure") and genital haemorrhage ("abnormal bleeding") and was found to have uterine leiomyoma ("ovarian and an enlarged uterus ¿suggesting fibroids"). The patient was treated with surgery (complete vaginal hysterectomy and total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, dyspareunia, fatigue, anaemia, migraine, back pain, menometrorrhagia, abdominal pain lower, urinary tract infection, menorrhagia, adnexa uteri cyst, uterine leiomyoma, abdominal pain, dysuria, haematuria, cervical cyst and pelvic discomfort had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, anaemia, back pain, cervical cyst, device dislocation, dyspareunia, dysuria, fatigue, genital haemorrhage, haematuria, menometrorrhagia, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: CT scans with and without contrast of plaintiff abdomen and pelvis were performed. The CT scan showed a right adnexal cyst, likely ovarian and an enlarged uterus ¿suggesting fibroids.¿ the essure devices were noted to be located in the pelvis.; on (B)(6) 2013: CT scans with and without contrast of plaintiff abdomen and pelvis were performed. The CT scan showed a right adnexal cyst, likely ovarian and an enlarged uterus ¿suggesting fibroids.¿ the essure devices were noted to be located in the pelvis.. Magnetic resonance imaging - on an unknown date: the MRI of her pelvis showed a fibroid uterus. Bilateral essure devices were noted on MRI.. Ultrasound scan - on (B)(6) 2013: in response to the CT scan results, plaintiff underwent an ultrasound of her pelvis. The ultrasound revealed that the pelvis was diffusely enlarged with bulky uterine fibroid. It was also noted that the essure implant was noted in the right uterine cornua region and that it may have migrated proximally from the right fallopian tube and no longer be functional.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pelvic pain/pain') and device dislocation ('devices were noted to be located in the pelvis/migration') in a 45-year-old female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 3 years after insertion of essure. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower quadrant abdominal pain"), urinary tract infection ("uti"), menorrhagia ("menorrhagia/menses getting heavier for the past six to eight months") and adnexa uteri cyst ("right adnexal cyst"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), fatigue ("extreme fatigue"), anaemia ("anemia"), migraine ("migraines"), back pain ("low back pain"), menometrorrhagia ("menometrorrhagia"), dysuria ("dysuria"), haematuria ("gross hematuria"), cervical cyst ("nabothian cyst in the cervix"), pelvic discomfort ("pelvic pressure") and genital haemorrhage ("abnormal bleeding") and was found to have uterine leiomyoma ("ovarian and an enlarged uterus ¿suggesting fibroids"). The patient was treated with surgery (complete vaginal hysterectomy and total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, device dislocation, dyspareunia, fatigue, anaemia, migraine, back pain, menometrorrhagia, abdominal pain lower, urinary tract infection, menorrhagia, adnexa uteri cyst, uterine leiomyoma, abdominal pain, dysuria, haematuria, cervical cyst and pelvic discomfort had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, anaemia, back pain, cervical cyst, device dislocation, dyspareunia, dysuria, fatigue, genital haemorrhage, haematuria, menometrorrhagia, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2013: CT scans with and without contrast of plaintiff abdomen and pelvis were performed. The CT scan showed a right adnexal cyst, likely ovarian and an enlarged uterus ¿suggesting fibroids.¿ the essure devices were noted to be located in the pelvis.; on (B)(6)2013: CT scans with and without contrast of plaintiff abdomen and pelvis were performed. The CT scan showed a right adnexal cyst, likely ovarian and an enlarged uterus ¿suggesting fibroids.¿ the essure devices were noted to be located in the pelvis.. Magnetic resonance imaging - on an unknown date: the MRI of her pelvis showed a fibroid uterus. Bilateral essure devices were noted on MRI.. Ultrasound scan - on (B)(6)2013: in response to the CT scan results, plaintiff underwent an ultrasound of her pelvis. The ultrasound revealed that the pelvis was diffusely enlarged with bulky uterine fibroid. It was also noted that the essure implant was noted in the right uterine cornua region and that it may have migrated proximally from the right fallopian tube and no longer be functional. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received : new event added-abnormal bleeding. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pelvic pain/pain') and device dislocation ('devices were noted to be located in the pelvis/migration') in a 41-year-old female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood in urine, dysuria, hematuria and uterine fibroids. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 3 years after insertion of essure. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower quadrant abdominal pain"), urinary tract infection ("uti"), heavy menstrual bleeding ("menorrhagia/menses getting heavier for the past six to eight months") and adnexa uteri cyst ("right adnexal cyst"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), fatigue ("extreme fatigue"), anaemia ("anemia"), migraine ("migraines"), back pain ("low back pain"), menometrorrhagia ("menometrorrhagia"), dysuria ("dysuria"), haematuria ("gross hematuria"), cervical cyst ("nabothian cyst in the cervix"), pelvic discomfort ("pelvic pressure") and genital haemorrhage ("abnormal bleeding") and was found to have uterine leiomyoma ("ovarian and an enlarged uterus ¿suggesting fibroids"). The patient was treated with surgery (complete vaginal hysterectomy and total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, dyspareunia, fatigue, anaemia, migraine, back pain, menometrorrhagia, abdominal pain lower, urinary tract infection, heavy menstrual bleeding, adnexa uteri cyst, uterine leiomyoma, abdominal pain, dysuria, haematuria, cervical cyst and pelvic discomfort had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, anaemia, back pain, cervical cyst, device dislocation, dyspareunia, dysuria, fatigue, genital haemorrhage, haematuria, heavy menstrual bleeding, menometrorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: CT scans with and without contrast of plaintiff abdomen and pelvis were performed. The CT scan showed a right adnexal cyst, likely ovarian and an enlarged uterus ¿suggesting fibroids.¿ the essure devices were noted to be located in the pelvis.; on (B)(6) 2013: CT scans with and without contrast of plaintiff abdomen and pelvis were performed. The CT scan showed a right adnexal cyst, likely ovarian and an enlarged uterus ¿suggesting fibroids.¿ the essure devices were noted to be located in the pelvis. Magnetic resonance imaging - on an unknown date: the MRI of her pelvis showed a fibroid uterus. Bilateral essure devices were noted on MRI.. Ultrasound scan - on (B)(6) 2013: in response to the CT scan results, plaintiff underwent an ultrasound of her pelvis. The ultrasound revealed that the pelvis was diffusely enlarged with bulky uterine fibroid. It was also noted that the essure implant was noted in the right uterine cornua region and that it may have migrated proximally from the right fallopian tube and no longer be functional. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2021: mr received. Reporter information, patient middle name, dob, medical history, concomitant medication added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain") and device dislocation ("devices were noted to be located in the pelvis") in a (B)(6)-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower quadrant abdominal pain"), urinary tract infection ("uti"), menorrhagia ("menorrhagia") and adnexa uteri cyst ("right adnexal cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), fatigue ("extreme fatigue"), anaemia ("anemia"), migraine ("migraines"), back pain ("low back pain"), menometrorrhagia ("menometrorrhagia") and uterine leiomyoma ("ovarian and an enlarged uterus "suggesting fibroids"). The patient was treated with surgery (complete vaginal hysterectomy on (B)(6) 2017) and surgery (complete vaginal hysterectomy on (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, dyspareunia, fatigue, anaemia, migraine, back pain, menometrorrhagia, abdominal pain lower, urinary tract infection, menorrhagia, adnexa uteri cyst and uterine leiomyoma had resolved. The reporter considered abdominal pain lower, adnexa uteri cyst, anaemia, back pain, device dislocation, dyspareunia, fatigue, menometrorrhagia, menorrhagia, migraine, pelvic pain, urinary tract infection and uterine leiomyoma to be related to essure. Diagnostic results: on (B)(6) 2013, CT scans with and without contrast of plaintiff abdomen and pelvis were performed. The CT scan showed a right adnexal cyst, likely ovarian and an enlarged uterus "suggesting fibroids." The essure devices were noted to be located in the pelvis. On (B)(6) 2013, in response to the CT scan results, plaintiff underwent an ultrasound of her pelvis. The ultrasound revealed that the pelvis was diffusely enlarged with bulky uterine fibroid. It was also noted that the essure implant was noted in the right uterine cornua region and that it may have migrated proximally from the right fallopian tube and no longer be functional. The MRI of her pelvis showed a fibroid uterus. Bilateral essure devices were noted on MRI. Company causality comment: incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.